Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed. A field service engineer (fse) identified that the water spill was knocking out multiple cubie pockets. So, the fse planned to replace the half height (hh) drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a failure where all cubies inside the main drawer would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients and observed liquid outside the drawer and inside the cubies. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failure where all cubies inside the main drawer would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients and observed liquid outside the drawer and inside the cubies. However, there were no adverse events or injuries reported based on this event.